Event description:
During biomed testing and routine preventative maintenance of the device, the word "internal" is incorrectly printed on the print-strip after a self-test. The complainant indicated that there was no pt involvement in the reported malfunction.